Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi coronary orbital atherectomy device (oad). The physician performed two runs at low speed and seven runs at high speed. Three requests for additional information have been made, but none has yet been received.

Manufacturer narrative:
The device was discarded by the facility and the lot number was not recorded. An analysis of the actual complaint device is not possible. The device history record could not be reviewed as the lot number is unknown. (B)(4).